Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32020. It was reported that patient experienced a fall. Diagnostics showed high impedances on both leads. Reprogramming was not able to resolve the issue. As a result, the sacral lead was replaced, and an additional lead was added. The thoracis lead was not replaced as only part of the lead is being used in conjugation with sacral lead.